Manufacturer narrative:
Due diligence is executed for this event. The doctor is experienced in the use of the device and trained by olympus. The device history record review confirmed that device lot had no anomaly in inspection. The device has been returned and a device evaluation completed for it. The user¿s complaint was confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue build up and charring. The ptfe pad (teflon pad) was inspected and found it is separated and missing a portion exposing metal. The amount of teflon pad missing is approximately 10.5 mm when measuring with the digital caliper; missing piece was not returned for evaluation. The distal end of the device was inspected under a microscope and there are char marks throughout. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. The investigation result alone could not conclusively determine the root cause of the issue. Based on the past investigation results, a likely cause of the error might be the following: the intensively wear of the tissue pad could have happened because ¿ seal & cut¿ output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. The tissue pad was worn away, causing the non-insulated area of the grasping section to touch the probe. The seal & cut output was activated with the non-insulated area of the grasping section touching the probe. This caused the probe damage error. The burn of the grasping section was likely occurred due to output with blood or tissue around the tip. The instructions for use includes the following statements: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Event description:
As reported for this event, during a laparoscopically assisted vaginal hysterectomy (lavh), the device gave a probe damage error message. The nurse unplugged and plugged the device back, but the error message persisted. The tip of the device appeared to be burned. There was no adverse impact to the patient from the event. There was no delay in the procedure as a result of the issue, and the patient did not need to be given additional anesthesia. There were no anomalies noted on the device prior to the issue. Connection points to the generator were inspected. There was no cable damage. The transducer cords or the cords of any other medical device (e.g. Electrocardiograph) were not bundled.